Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead has migrated. The issue was confirmed via x-rays. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient had their lead explanted and replaced. Effective therapy has been restored postoperatively.